Event description:
It was reported to philips that the system was not booting up. The device was outside of clinical use at the time of the reported event. No harm was reported to philips. Philips has investigated this complaint. The philips field service engineer (fse) visited onsite and confirmed that the system was not working. Upon troubleshooting actions, fse identified a software failure. The issue was temporarily addressed by reinstalling software version 2.2.7. For a permanent solution, the fse subsequently reloaded software version 2.2.8. After reinstalling the software, the system was returned to use in good working order.